Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the lcd display module and the reported malfunction was not replicated or confirmed. The lcd display module was put through testing without duplicating the malfunction. The customer was sent a replacement lcd display module. No trend is associated with reports of this type.